Event description:
It was reported that(B)(6)2019 the jaw was found bent and the clip could not be uploaded during usage on patient. It was changed to a new one and it worked normally.

Manufacturer narrative:
Qn#(B)(4). Per information provided from customer the DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) pc. Lot in (B)(6)2017. This instrument has not been returned for review or evaluation therefore we are unable to determine what caused the jaws to be bent or validate this complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2019 the jaw was found bent and the clip could not be uploaded during usage on patient. It was changed to a new one and it worked normally.